Event description:
The drain was placed on (B)(6) and removed on (B)(6). However, the drain broke during removable leaving half of it inside the patient's cavity. The broken piece was later removed. The lot number is not available.

Manufacturer narrative:
The customer sample was not available for evaluation, however pictures of the sample were sent for review. Upon evaluation of the pictures it was noticed that the fracture occurred at the unperforated tube section. It also showed a piece of black suture thread attached to the tubing. The characteristics of the fractured area are similar to those failures, which are caused by some abrasion or scoring with sharp instruments on the tube surface. The sample in the pictures was observed to show evidence of remnant wavy/jagged edges more consistent with tear propagation than with stress fracture. The device history records (DHR) for the finished goods were reviewed and no incident was documented that could have caused this type of non-conformance. No reported non-conformances were found from review of the records, which included incoming and in-process inspection, non-conforming reports and manufacturing records. The minimum tensile strength specification for the tubing is 750 psi. DHR of this tubing demonstrated tensile strength results of a minimum of 984 psi in testing performed. The minimum pull test specification in the perforated area is 3.0 lb. DHR demonstrated pull test results ranged from 5.5 to 6.5 lb in quality testing performed. Inspection records for raw material used to extrude the tubing were reviewed and certificate of analysis indicates that all test results are within specification limits, including tensile and tear tests. The possible lot numbers reported (1101585 and 1110270) were manufactured on october 28, 2010 and march 8, 2011. This complaint may have been due to customer misuse by inadvertently nicking or puncturing which initiates tear propagation upon pull force loading during wound drain manipulation. As preventive actions, the customer will be provided with a copy of instructions for use.

Manufacturer narrative:
Investigation ongoing- a follow-up report will be filed.